Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male pt had blisters on his side. The pin size blisters were from the garment riding up and the pt had a bruise on his back. The pt removed the device to let his skin air out at different times throughout the day. The pt's dr was aware of the rash and aware of the removal. Follow up indicated that the pt's physician's assistant prescribed a low dose of benadryl and the pt said the situation was under control